Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that a motor stall had occurred. It was diagnosed via the pump logs. The pump was replaced on (B)(6) 2018. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The pump was going to be returned for analysis. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.